Event description:
(B)(4).

Manufacturer narrative:
The case of death was reported as a result a diabetic seizer when his blood sugar fell. At this time no used devices will be returned to unomedical a/s for investigation. Tests of the claimed failure cannot be confirmed. If relevant info becomes available the complaint will be re-opened and appropriate actions will be taken. Used device: no used devices were returned for investigation. Unused devices: no unused devices were returned for investigation. Reference samples: the reference samples were visually inspected and tested for flow, leak, static pull, connector and needle. All tests results were within specifications. (B)(4).